Manufacturer narrative:
Manufacturer's investigation conclusion: the electrostatic discharge event could not be confirmed through this evaluation as the log files did not contain data from the date of the reported event. In addition, a specific cause for the event could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6)2021 ¿ (B)(6)2021. No atypical events or alarms were captured, and the system appeared to operate as intended at the set speed for the duration of the file. It was reported that the patient experienced a static shock which briefly stopped their pump and short circuited their mobile power unit. The patient was otherwise feeling well, and the pump was working without any alarms. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number(B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 6 of the hm3 IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. Section 6 (under "electrostatic discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 1 of the hm3 patient handbook, (under "general warnings"), warns the user: -do not touch television (tv) or computer screens while you have the pump. Tv and computer screens have strong static electricity. A strong electrical shock can damage electrical parts of the system and cause the pump to stop. -avoid activities and conditions that may induce strong static discharges (for example, touching a television or computer monitor screen) as electrostatic discharges may damage and/or interfere with the electrical parts of the system, and may cause the lvad to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2916596-2021-00074. It was reported that when the patient was making their bed they experienced a static shock which briefly stopped their pump and short circuited their mobile power unit. The patient is feeling well otherwise and the lvad is working without any alarms. The patient is currently on batteries.